Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was) with a dilator inside the sheath. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (slight delamination of liner). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 16feb2018. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. However, the ostium of laa was too large and it couldn't be fully occluded, which caused an 8mm residual leak there was no appropriate sized device, so the procedure was aborted. No patient complications were reported and the patient's status is stable. However, device analysis revealed inner liner delamination.